Event description:
Hcp reported the pt had an incisional infection as evidenced by swelling, redness, and a pink color. Residual studies were "way off on 3 different occasions" and the pt was suspected of accessing the drug. The pump was explanted and returned to the MFR for analysis. No further pt info was provided.